Event description:
The manufacturer received information alleging a ventilator did not put the correct pressure and it doesn't have a proper continuous flow. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor and muffler need to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's in-line filter, prox. Is contaminated, it need to be replaced. The device's air foam inlet filter will be replaced due to preventive maintenance.

Manufacturer narrative:
H3 other text : third party service center.